Event description:
Philips received a complaint by the customer on the v60 indicating that the reaction of the navigation ring was intermittent. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the reaction of the navigation ring was intermittent. A field service engineer (fse) went onsite and confirmed the reported issue. The fse then replaced the front bezel and confirmed the reported issue was resolved. The fse replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.